Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggest probable cause was due to damage of parts due to degradation, physical stress. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited chip on rubber adhesive. There was no patient involvement.